Event description:
Surgeon used the 4.5 tap to prepare insertion site and anchor broke approximately 3/4 of the way in. They were able to back out most of the anchor and complete the repair with a ti anchor.

Manufacturer narrative:
Only the proximal piece of the broken anchor was returned for evaluation. The complaint description states that a 4.5 tap was used to prepare the insertion site. Per the current IFU, a 5.5/6.5 awl-dilator is the appropriate method for site prep for this anchor when being used in general bone conditions. No bone condition information was provided. The anchor was also checked dimensionally for outside diameter. The od was measured as 0.216" which is in specification. Based on these findings, no root cause related to the manufacture of the device can be identified. (B)(4).